Manufacturer narrative:
Customer reported that from on (B)(6) 2024, patient blood gas samples for a baby started to retrieve demographics for the mother. Two samples were analyzed on nov 6. Patient mrn for the baby was queried to lis. The downloaded demographic matched the patient demographic in the local gem database. The operator amended the patient record for the sample analyzed on oct 22 at 23:49:32. The demographic of the baby was modified to the mother's name (according to the information provided), which was downloaded from lis. Upon investigation of the logs provided, it was observed that several sequential demographic queries were made. In all those cases, the received information from lis matched the ID queried. No anomaly was observed on the gemweb plus. Review of the data identified that the issue with the demographics is an issue within synapse. No evidence of a gem software issue was observed.

Manufacturer narrative:
This is an initial report. Investigation is currently ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The nnu nurse reported that the patient blood gas samples for the baby started to retrieve demographics for the mother. Gemweb plus was checked and all results for the baby had been changed to the mother's demographics. There was no reported patient impact.